Manufacturer narrative:
Insulin pump was received with unresponsive act and down arrow buttons due to corroded keypad traces. Unable to perform the displacement test due to unresponsive keypad. No unexpected frozen screen was observed during testing and time advanced properly. Damages to the lcd window, reservoir tube lip, reservoir tube window, battery tube threads and belt clip slot noted.

Event description:
Customer reported she is having problems with her insulin pump. About two days ago, she was changing out her infusion sets and the screen froze. The device was saying to hit esc and act buttons to continue, but the buttons were unresponsive. Replacing the battery did not resolve the issue. Customer's blood glucose is 190 mg/dl. The device has been dropped, but it was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.